Event description:
Clinic notes dated (B)(6) 2013 note that the patient states he has a unilateral vocal cord paralysis. It was noted that the patient experienced extreme hoarseness for approximately six months following vns implant which improved; however, the patient experienced an infection in the neck area which made the hoarseness worse. It was reported that the infection was not related to vns therapy. It is unknown which side the patient's vocal cord paralysis is on and whether or not it is related to vns therapy. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that the neurologist indicated that the patient sounded fine and did not feel it was an issue. The neurologist was not willing to provide any further information.